Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the agent noticed that the patient received a second implant within two months of implant and inquired about the reason for the replacement. The patient said that at their post-op follow up appointment during programming, the patient wasn't feeling stimulation on any of the programs so the patient was sent to have x-rays. The patient said that the x-rays showed that the wires got disconnected and the patient wasn't feeling anything so they had to go back in and have it fixed. When asked, the patient stated they didn't have any falls or trauma. The agent documented the event, no further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.